Event description:
The customer reported that the sys failed to boot up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cpu assembly was evaluated and the memory card contacts were cleaned and reseated. The system was tested and found to be working as intended and returned to svc.